Event description:
It was reported that the needle could not be retracted completely. Occurred after use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism could not be confirmed. The product returned for evaluation was one 20g safestep infusion set w/y-site. A gross visual inspection of the returned sample found that the safety mechanism was already fully engaged. Use residue was observed throughout the unit. Microscopic inspection of the unit was unremarkable. The unit was functionally tested by disengaging the safety mechanism and sliding the safety plate up and down the needle shaft. During testing, no resistance was encountered, indicating that the safety mechanism was working as intended. Based on the available evidence, the customer's reported defect could not be confirmed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the needle could not be retracted completely. Occurred after use. No other information was provided.